Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. Additionally several b-form staples were found on the cartridge. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no unusual noises were noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired using a grey load and there was an arterial bleed. The surgeon used suture to control the bleeding. A blue load was fired on the appendix, a crunch sound was heard, and when the device was removed the staple line was closed on the specimen side and open on the patient side. The procedure was converted to an open, to control the bleeding. It is unknown if there were malformed staples. Suture was used to over sew the staple line. The amount of blood loss is unknown; the patient did not receive a blood transfusion. Suture was used to complete the procedure. The patient is currently doing well. (B) (6).